Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer stated that the readings are too far off the pump and was shutting off for threshold suspend. The customer was advised to remove tester, reconnected to sensor and select reconnect old sensor or start new sensor as needed. The sensor glucose value that triggered the suspend event was 70 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.